Event description:
It was reported the during an unknown procedure that the clip did not feed into the jaw properly and crashed. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the el5ml device was returned with the tip of the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula. "Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.